Event description:
A past high blood glucose event was reported by the customer, with the highest level reaching 520 mg/dl. Cause was not known. There was no incapacitation, and no assistance from third parties was required beyond normal support. The customer took action by changing the infusion set and cartridge. The control iq feature was active during the event, and the customer was not experiencing frequent high blood glucose issues. Technical support advised the customer to consult with their healthcare provider to discuss potential impacts on blood glucose levels.